Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that last night the patient was up every hour for her bladder to go to the bathroom. The patient stated that she was on program 4 at 2.6 volts and she increased the stimulation to 3.0 volts. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 4 at 3.0 volts. It was reviewed with the patient to give it a couple days to see if their symptoms get better and the patient was redirected to their health care professional if the problem does not resolve. It was also noted that the patient was feeling stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was determined and she needed to replace the batteries in her device and put it on the right setting. The patient stated that she would still get up but not as often as every 2 hours. There were no further symptoms or complications reported or anticipated.